Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. They opened up the absorbable hemostat out of the pack and inside the sterile there was a pen with a name on it. The product was not used. Case was completed with a like device. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ what is the lot number? Ucbesc ¿ are there any pictures available? Yes, attached. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the product was returned to ethicon for evaluation. One open foil pouch was received for analysis. Product code 3013sp. Upon initial inspection, it is observed that the packaging was completely open, one used surgicel powder and one pen that is not part of the product was returned along with the device. Two photos were provided with the same condition as the received sample. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.